Event description:
Note: this event is reportable based on the device investigation. This event, as reported did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. The manufacturer report is being submitted based on the evaluation results. Patient weight is unknown. It was reported to boston scientific corporation that in preparation for a left ureteral scope procedure, the balloon of a uromax ultra balloon catheter was tested and failed to inflate because the catheter was kinked. The procedure was completed with another uromax ultra balloon catheter. No patient complications were reported. The patient's condition was reported to be fine.

Manufacturer narrative:
Device analysis confirmed that the condition of the returned device was consistent with the complaint incident. Visual and functional analysis of the returned device revealed that the shaft of the returned device was kinked at 254 and 596 mm distal from the strain relief. The balloon was folded and wrapped around the shaft. The device was successfully passed along a 0.035" guidewire, and was able to be inflated to its rated burst pressure and successfully deflated. A labeling review identified that the device was used per the uromax ultra directions for use (dfu). Based on the device analysis, the most probable root cause for this event is due to device handling damage because the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation.